Event description:
It was reported that the screw broke during the procedure and potentially remained in the patient.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: screw broke. According to biocomposites: investigation findings are: the use of the tarraja is considered an improper use of the medical device. Instructions for use must be understood and followed to allow the medical device to operate and "function" as desired/"designed". The use of a tarraja weakened the screw, allowing it to break, leading to the loss of torque feeling. The suspected root causes are improper use of the device, instructions for use not followed. The device manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Filing on behalf of OEM biocomposites.

Event description:
It was reported that the screw broke during the procedure and potentially remained in the patient.